Event description:
Facility received a medical device correction from hill-rom related to versacare beds (p3200/p3201), rev k with production/distribution dates february 2011 thru (B)(4) 2013. Issue in affected beds is failure of upper control circuit board (ucb) that may cause loss of bed functions including: loss of head up, hi-low, or intermittent drive function. Loss of chair or trendelenburg function. Loss of nurse call.